Event description:
Unit not successful in breaking kidney stones. Pt required second procedure and/or to be referred out of litho network for more extensive procedure. Quality control studies done at multiple hosp sites: at one hosp 4/00-11/00 65% success rate. MFR sold device as 85% successful. MFR removed device from svc 3/7/01 with plan to replace with different model. No pt svc 3/7-4/9/01. Believe MFR intends to remove this model from svc across all u.s.